Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign material in the forceps elevator and the adhesive around the light guide and objectives lenses had a chip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the foreign material could not be identified. Based on the results of the investigation, the most probable cause regarding the chips on the adhesive around the lenses was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.